Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and pelvic floor repair mesh was implanted. The patient underwent a repair of the anterior pelvic floor repair mesh and had a retropubic tape inserted on (B)(6) 2012 for recurrent prolapse and urinary stress urinary incontinence. The patient followed up with the physician on (B)(6) 2012 and a small midline 1 cm exposure of the pelvic floor repair mesh was noted above the level of the bladder neck associated with some vaginal discharge and was excised under local anaesthetic on (B)(6) 2012. Currently, the patient has not followed up with the physician.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.